Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 "preparation and inspection" reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope was dropped. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the customer¿s allegation was found to be due to insufficient cleaning. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: due to deformation of scope connector cover unit, water tightness is lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover had a crack, the adhesive on the objective lens was peeled, the objective lens had discoloration, the suction cylinder was shaved, the scope cover had discoloration, the control unit had discoloration, the adhesive on the bending section cover had a crack, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the switch box had discoloration, the plastic distal end cover, the connecting tube, the lock engagement lever, the free/engage knob, the up/down knob, the connecting tube, the right/left knob, the scope connector, the universal cord, the grip, all had a scratch, and due to dirt on objective lens, there was a lack of image on the monitor. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.